Event description:
It was reported that bd alaris smartsite extension set flow issues the following information was received by the initial reporter with the following verbatim: lipid filter causing high pressure on PICC line. Lipids unable to infuse d/t high pressure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
It was reported that lipids occluded the filter. One sample model 20127e, lot 23099460 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Sets were flushed with water and attached to an IV bag filled with 85% glycerin/ 15% water solution and primed using. An infusion run was performed for performed for 24 hrs at a rate of 1 ml/hr. No observation of occlusions were observed. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 20127e lot number 23099460 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 14oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.